Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system would not boot up. No patient injury was reported.